Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, h3, h4, h6. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the biopsy channel. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed brown foreign material in the biopsy channel, but the type of material could not be identified. Some foreign material or debris from the venting connector temporarily got between the one-way valve and the scope, which caused water invasion without the connector being completely closed. In addition, it is possible that it was caused by chemical stress or unexpected external load which caused the channel to come off. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: urf-v3 IFU operation manual ¿chapter 3 preparation and inspection_ 3.3 inspection of the endoscope.¿, reprocessing manual ¿chapter 5 reprocessing the endoscope¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno videoscope experienced the angulation lock was always in the locked position. There were no reports of patient harm.